Manufacturer narrative:
Additional information for poly-l-lactic acid injectable (sculptra) (lot number/expiration date unknown,) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.

Event description:
(B)(4). Initial information received from a physician via a sales representative on 03-nov-2008, and from the physician and member of his office staff on 07-nov-2008: the physician reported a male consumer, who is a (B)(6) patient, received injections of poly-l-lactic acid [sculptra] (lot number and expiration date unknown) about one year ago in the tear trough area. He now has a visible lump/ mound (not a papule under) one eye. On 07-nov-2008, a follow-up call was placed to the reporter, during that call, he and a member of his office staff provided additional information. The office staff member reported a currently (B)(6) male consumer received injections of poly-l-lactic acid (sculptra) (lot # and expiration date unknown). The physician reported this occurred on unknown date/s at unspecified sites. Pla was given for "purely cosmetic indications". This treatment was provided under the care of a physician who was not the reporter. The reporter did not know dates of injection, specific injection site or under what conditions the product was reconstituted. Contact information for the previous physician was not provided. This physician described the area as one bump 1 by 2 cm wide; he said it was difficult to identify depth but that the area under left eye is hard. A biopsy was not taken at this facility and biopsy status was unknown from the previous physician. This reporter does not know which staff member at the previous facility provided the pla injections. One year ago, the consumer developed lump after pla injection. The first physician treated the consumer with an attempt at breaking up with the lump with needle and with excision. The reporter did not know where the surgery was performed. He plans to speak with the consumer about additional treatment. The consumer's medical history included facial surgery on his upper eye (lid lift) and 2 face lifts. He assumed, the consumer was taking hiv medications. The event was considered ongoing at the time of report. No further relevant medical information provided.